Manufacturer narrative:
UDI not available; device not distributed in us. The device was returned to olympus and it was observed that the distal end was damaged likely due to physical stress from handling. In addition, the instrument channel has leakage due to a pinhole in the forceps channel. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the damaged distal end could not be determined at this time. The following information is stated in the instructions for use (IFU) which may have prevented the event: "do not strike, hit, or drop the distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope. Also, do not bend, pull, or twist the distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the evis lucera ultrasound gastrovideoscope to the olympus service center to replace an ID board. There was no complaint reported by the customer. Upon inspection and testing of the returned device, it was discovered that the distal end was damaged. This report is being submitted for the event found during evaluation. There was no patient involvement.